Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by tm "we were intermittently having issues with our sherlock not working at all last week, and it¿s new since we bought the ultrasound, so we were concerned. We can't see our needle and the shadows and flickering are at bottom of screen. This is a big issue when we have deep veins." Black screen noted and unable to view vessel. No air bubbles noted." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned to the service facility for evaluation. During evaluation, the reported issue of intermittently having issues with the sherlock not working was unconfirmed. The unit is giving a bright and clear image for the sr9. The root cause of the reported failure is inconclusive as the reported issue could not be reproduced during evaluation.